Manufacturer narrative:
The device was received by resmed and a preliminary evaluation was performed. Review of the device data logs confirmed the occurrence of a total power failure alarm while powered by the internal battery and the occurrence of an internal battery alarm (system fault 180). The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. The patient was switched to a backup device. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. The patient was switched to a backup device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the occurrence of the astral device shutting down unexpectedly without alarm. Performance testing could not reproduce the battery charger fault (sf180). The investigation determined that the root cause of the device shutting down unexpectedly without alarm was an isolated component failure within the device battery assembly. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf180 root cause was device operation in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).